Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged an over delivery of insulin due to the keypad issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: the complaint could not be duplicated or confirmed. The pump was returned with no visible damage to the keypad cover, and all of the keypad buttons were normally responsive. Unrelated to the initial complaint, the display screen was dim and discolored.